Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a last error code 1260 at boot then alarmed error 1261. The product fault occurred during testing. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was confirmed through the visual inspection. Review of event log found no relevant information. Upon further investigation, a defected mp board was found. The mp board was replaced. The probable cause of complaint was defective main processor (mp) board, which has rendered the device unusable and therefore would not result in patient injury or interruption of therapy. The device passed all functional testing after repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.